Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer was unsure if blood glucose was affected by the reported issue. Reportedly, the customer successfully resumed insulin therapy on the pump, however, the customer was unable to recall further details.